Manufacturer narrative:
Other applicable components are: product ID 37752, serial# (B)(4), implanted: (B)(6) 2011, product type: recharger; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37713, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Analysis of the desktop charger, model 37761, serial/lot # (B)(4), found a loose connector pin that was replaced.

Event description:
A consumer's wife reported the recharger was not charging. The consumer had trouble recharging last week, but was still able to charge; however, when he tried to recharge on sunday, the implantable neurostimulator (ins) was dead. The wife noted that the recharger showed it was plugged in when it was not and the bottom 2 keys on the front were not working. Troubleshooting determined the ac adaptor connector was loose on the desktop charger. A replacement recharger and desktop charger were requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.